Manufacturer narrative:
A compressor power controller printed circuit board (pcb) and a compressor power distribution pcb were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A compressor interface printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component on the pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the compressor on a 980 ventilator became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor power distribution printed circuit board (pcb), compressor power controller pcb and the compressor interface pcb. The se performed calibrations and extended self-testing on the device and all tests passed.